Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review was sent to boston scientific technical services (ts) due to high pace impedance measurements on the right ventricular lead. A review by ts noted there was a check rv and lv lead warning at a recent interrogation. The right ventricular (rv) message was due to high pace impedance measurements while the left ventricular (lv) was likely due to low intrinsic amplitudes but it was not possible to see the pace impedance measurements of the lv lead. Ts noted that based on the information it appears that the rv pace impedance measurements are higher than expected. No noise was seen. Ts discussed checking the system. No adverse patent effects were reported.

Event description:
Additional information noted that a chest x-ray was done and it was noted that the rv lead had dislodged due the device migration in the pocket. The rv lead will be replaced. No additional adverse patient effects were reported.